Event description:
During a pfa atrial fibrillation procedure, there was a noise issue from the ECG leads resulting in a cancellation of the procedure. It was noted that there was surface noise on leads 2, 3, and avf. Bypassing the ensite x lead wires and using the non-abbott (ge) lead wires resulted in no noise on the non-abbott system (ge). It was suspected that the ECG leads caused the issue. The procedure was cancelled and there were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: one ensite x ECG cable was received for evaluation. Visual inspection revealed that the lead wire guide bracket holding the ECG cables was damaged. Review of the device history record was not possible as the lot number is unknown. Based on the information received and the investigation performed, the cause for the noise issue was isolated to physical damage to the device.